Event description:
On the follow-up performed on (B)(6) 2014, the residual longevity was 16 months. However, three months ago on (B)(6) 2013, it was 27 months. Recommendations were provided in order to schedule a follow-up in the near future to observe the evolution of the battery depletion.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval.

Event description:
On the follow-up performed on (B)(6) 2014, the residual longevity was 16months. However, three months ago on (B)(6) 2013, it was 27 months. Recommendations were provided in order to schedule a follow-up in the near future to observe the evolution of the battery depletion.

Manufacturer narrative:
The device was explanted and will be returned for analysis.

Event description:
On the follow-up performed on (B)(6) 2014, the residual longevity was 16months. However, three months ago on (B)(6) 2013, it was 27 months. Recommendations were provided in order to schedule a follow-up in the near future to observe the evolution of the battery depletion.